Event description:
It was reported that the insulin pump alarmed an alarm which indicated that the motor position encoder experienced an error. The reporter did not know the blood glucose reading. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump could not be primed during the prime and the motor error alarmed during a basic occlusion test due to a faulty force sensor resistor. The motor was tested outside the device and passed. The error alarm could not be confirmed due to an erased history file. The unit was received with minor scratches on the liquid crystal display window. The unit was received with a cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The unit was also received with a missing end cap sticker.